Event description:
While on vacation, woke up in 2007, with severe eye pain, watering, unable to open eyes or see anything. Pain got worse - went to emergency room at hospital. Corneal abrasions in both eyes, given erythromycin ointment. Today heard about recall of amo complete moisture plus contact lens cleaner and that is what I use. Dates of use: 2007. Diagnosis: contact lenses.